Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history record) for the precision neo meter were reviewed, and the dhrs showed the precision neo meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "connected to pc" message with the adc blood glucose meter, when disconnected from pc. As a result, the customer was unable to provide glucose results, and subsequently lost consciousness. The customer received treatment from a healthcare professional, but did not provide treatment details. There was no report of death or permanent injury associated with this event.